Manufacturer narrative:
Product analysis result: visual microscopic the rod has a fairly flat fracture surface with only a slight shear lip at the edge. A microscopic review of this fracture shows faint convex striations consistent with cyclic fatigue followed by a sheer lip. There is some smearing noted on the fracture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is not approved for sale in us but a similar device with catalog#: 1556200500, 510k# k131321 and UDI: (B)(4) is approved for sale in us. It is unknown if both side rods broke or only one side rod broke. Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient underwent an unspecified spinal procedure at levels t9-s2ai on (B)(6) 2015. On an unknown date, post op, rod was found to be broken because bone union had not been achieved. Patient underwent revision surgery on (B)(6) 2017 in which 6.0mm dia cocr rod was replaced with 5.5mm dia cocr rod and was reinforced with rod connector.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
X-ray review: post-op x-ray for long segment thoraco lumbar fixation shows a fractured rod at the thoraco lumbar transition. This is reported as a complication of failure of fusion. Lateral x-ray also suggest a persistent significant saggital imbalance. If information is provided in the future, a supplemental report will be issued.